Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient¿s legs were hurting since their new implantable neurostimulator (ins) was implanted on (B)(6) 2019. The patient also stated that the stimulation intensifies when they cough, and when they stand on their left leg, the stim goes to the left and when they stand on their right leg, it goes to the right. The patient also stated that they couldn¿t turn the stim up as high as they were supposed to because if they cough, the ins gives them a jolt. In the end, the patient was re-directed to follow-up with their healthcare professional (hcp) to discuss the stim changes in positions. An appointment was scheduled for (B)(6) 2019. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.